Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient woke up at 01:00 am, and started to make yogurt with peanut butter when the cgm device alerted for a cgm reading of 40 mg/dl. The patient stated that they should have received a low alert, when the cgm dropped lower than 100 mg/dl. The patient was experiencing feeling lightheaded, could barely think and started to lose eyesight. The patient needed the help from their partner to take food, and the patient´s partner had to put glucose in his mouth. After getting a cgm reading of 40mg/dl, the cgm device started to show brief sensor issues. The patient didn't have a blood glucose meter to use, and kept on eating corn bread and taking glucose tablets. When the reading came back from the cgm reading was 300 mg/dl. The patient drank water after noticing the hyperglycemic event. There was no documentation of further medical evaluation or intervention. No further treatment was reported to be needed, and the patient did not go to the hospital. At the time of the report the patient´s current condition was unknown. No additional event or patient information is available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 5/5/2026. Data was provided for investigation. An alert/notification settings issue was undetermined. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. The allegation and probable cause could not be determined. No additional patient or event information is available.